Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a check vent: backup alarm failed" alarm message. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed in the event log, backup alarm abnormality of check vent: backup alarm failed alarm had occurred. The reported phenomenon was not duplicated despite device checking. Therefore, the cpu board will be replaced preventively. The pse replaced the cpu board will be replaced preventively. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) board was returned to the product investigation lab (pi). The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. Tech verified that the alarm error code e1104 shows once in the log dating 10/18/2023. Neither the occurrence nor the associated error code e1104 could be duplicated at the product investigation lab during the boot up of the system pca or standard test bed operation using the system pca. The system pca passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 394k ohms, verifying that ls1 is not shorted or open and ls1 functions with a discernable audible tone with 10vdc applied. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. Information in this pr has been previously investigated at the pil. Information pertaining to this failure mode can be found in pqa 2104111. Customer complaint has resulted in a no problem found. H11: (B)(4).